Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty while inserting the locking screw in question since the tapping function did not work well. Finally, it was forcefully compressed and could be inserted. It seems that cutting flute of variable angle (va) locking screw in question is bigger and not sharp enough compared with standard locking screws. The surgery was extended for 15 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that the raw material was not feeding correctly into the header. The affected raw material had not yet been made into product at time of ncr and was returned to the supplier. Therefore the nonconformance per ncr would not contribute to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.